Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when testing the device outside the patient during an appendectomy procedure, the loading was not possible. It was also stated that the hinges were not straight and a piece broke off when they bent the hinges to straighten it. After that, they tested to fire the device on paper and there was a complete staple line. The device did not touch the patient. There was no patient injury.